Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing found the teflon pad was peeled off. A review of the device history record found no deviations that could have caused or contributed to the pad peeling off. Based on the results of the legal manufacturer's investigation, it is likely the pad peeling off was caused by the grasping section being closed without grasping anything (this includes after tissue resection) while the ultrasonic output was activated. This caused the tissue pad to wear out and partially peel off. Since the tissue pad was peeled off, the grasping section and the probe came into contact. The ultrasonic output was activated while the grasping section was contacting the probe causing an error. Also, this caused the probe to have contact marks. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warnings, which may help to prevent the issue: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor field performance for this device. The report of an error message was confirmed during inspection and testing. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that, at the beginning of an unspecified therapeutic procedure, the user noted the pad was slightly separated from the upper jaw on the tip of the subject device. An unspecified error message also occurred at the same time. The subject device was replaced with another similar device and the procedure was completed. There was no harm or user injury reported due to the event.